Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not switch to ac power. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d4 (UDI#), d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h11

Manufacturer narrative:
A getinge field service engineer (fse) says unit was not seated fully into the cart, once unit seated correctly no power issue found. Replaced expired li ion batteries, replaced expired 9v battery, placed 2 special seals to replace missing ones. No parts to be sent back to reverse logistics. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit will not switch to ac power.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.